Manufacturer narrative:
The central processing unit (cpu) printed circuit board assembly (pcba) which was replaced at the customer site was returned to the philips product investigation lab (pil) for evaluation. A visual inspection of the cpu pcba confirmed that there was damage on a component remote alarm connector. The returned cpu pcba with the damage component connector could not be tested due to the amount of damage that the remote alarm connector sustained. The component connector is in a state that is not usable.

Manufacturer narrative:
A good faith effort (gfe) response was received stating that the field service engineer (fse) could only confirm that the alarm jack was broken. The customer did not provide the fse with information regarding the device use at the time of the event or provide any patient information. No further information was available. The investigation concludes that no further action is required at this time. This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00335. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint on the v60 ventilator indicating that the external alarm was broken. It is unknown if the device was in use at the time of the reported problem. No patient harm reported. The field service engineer (fse) went to the customer site and confirmed the reported problem. The fse replaced the central processing unit (cpu) printed circuit board assembly (pcba). The unit passed testing and was given back ready for service. A good faith effort (gfe) is being completed to determine the status of clinical use at the time of the reported event.